Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device's knife would not return after the three firings and they had to use the manual release button and pry it to get it off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): closure link and yoke interface. The long60 device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload present on the device. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed causing the device to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The closing trigger was activated, the jaws were closed and an audible click was heard indicating that the closing trigger locked in place. It was observed at this point that the closing trigger locked completely against the handle with no gap (plastic to plastic). The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the device achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the device jaws and allow both triggers to return to their original position; however, this only occurred when applying reverse force to the closing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. In addition, the closing trigger was broken where it engages with the spring. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.